Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 90% stenotic lesion was located in the non-calcified right coronary artery (rca). The physician was able to cross the lesion with another manufacturers guide wire and engage the 6f guide catheter. However, the tip of the guide catheter was not seated at the ostium of the rca. The liberte' monorail stent failed to cross the lesion and the physician pulled the stent delivery system back through the guide catheter. The stent caught on the tip of the guide catheter and the stent dislodged. The stent was removed with a goose neck snare. The procedure was successfully completed with another of the same device. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.